Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue. Evaluation of the component noted heat related damage. The failure as noted may result in a loss of ac power during normalventilation operation. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Event description:
The customer reported the ventilator would stay in backup battery mode. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) reported when the ventilator was plugged into ac power the units mains power and charging led indicators would flash on and off. The fse reported when the backup battery was disconnected the unit powered up via ac power. The fse replaced the power supply to address the finding and reported problem. Applicable final testing was performed per operating specifications.

Manufacturer narrative:
Supplemental reportbridge rectifier.